Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. During the device change out procedure, this lead was surgically abandoned and a new lead was successfully implanted and all measurements were within normal limits. No adverse patient effects were reported.